Manufacturer narrative:
(B)(4).

Event description:
It was reported that a stored high ventricular rate episode showed inappropriate auto mode switches which caused an atrial pacing rate of approximately 170 beats per minute. The device was reprogrammed. No patient symptoms were reported; the patient would be monitored.